Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, and donor history. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported an isolated event where false negative reactions were obtained on the provue using 0.8% resolve panel a lot vra325 exp 5/7/19. A patient known to have an anti-big k was tested with this panel but big k antigen positive cell #7 (donor (B)(6)) and cell# 11 donor (B)(6) failed to react. Prior to this, the customer did the antibody screening on the provue with 0.8% selectogen cells and the expected positive reaction was achieved with cell 2. At the request of ortho, vra325 cell#s 7 and 11 were antigen typed for the big k antigen and positive reactions were achieved. Customer used a competitor's anti big k lot for tube testing. She was satisfied that the antigens are present as indicated on the antigram. Prior contacting ortho, customer performed tube method testing with a competitor's antibody panel. Using this method, the antibody was detected as she expected. The reactions after about 15 minutes incubation were: cell 6 phenotyped as k+ k- produced 2+. Cell 7 phenotyped as k+ k+ produced 1+. Customer does not recall if enhancement solution was used. Issue started on: (B)(6) 2019. Reaction grade obtained: neg. Customer was expecting: pos. Test repeated: yes. Number of samples affected? One. Was qc affected? No. Mts anti-igg card lot was used. Qc passed on the provue on day of use, no qc of the panel done, antigen typing was done on the donors in question and results were positive as expected. Product handling protocol: cassette/gel card storage temperature range: as per IFU. Cassette/gel card orientation: upright. Rbc storage and handling: as per IFU. Visual appearance before use: acceptable. Opened vs unopened? Opened. Other relevant information: testing was performed on provue and the printouts were emailed to tsc. Ortho requested customer repeat testing by using manual gel testing. She was not able to since this site does not perform manual gel testing. Ortho discussed differences in gel/tube methodologies, the varying antigenic strengths of antigens and the potential for negative reactions when the antibody is weak. Ortho also reviewed the instructions for use and the limitation listed was discussed: "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive."